Event description:
It was reported that this device was found to be in safety mode. It was decided to schedule for a replacement. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this device was found to be in safety mode. It was decided to schedule for a replacement. This device was successfully explanted and replaced. No additional adverse patient effects were reported.